Manufacturer narrative:
Concomitant medical products: 4968-35, lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was having complications. The leads were having placement difficulties and that one of these leads had a pacing problem and threshold issue. The device and leads remain in use. No patient complications have been reported as a result of this event.